Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and damage/holes were observed in the patient line. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak observed from the damage/holes in the patient line tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected. The tubing had a leak or hole about 12-18 inches from the cassette door. Renal therapy services assisted the patient with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.